Event description:
In 1987, I had silicone breast implant surgery. Over time I became very sick, constant battle with fatigue, migraines, pain in my joints and pain in my breasts, the list was endless. I went to have silicone implants removed. My plastic surgeon strongly urged that I replace my implants with the newer gel silicone implants telling me they were safe. I refused, he urged me to at least do saline since I would look bad with no implants. I had mentor smooth round mod plus profile saline implants put in to replace my silicone. My silicone implants were ruptured and completely broken apart and in pieces throughout my chest cavity. The dr removed "most" of the silicone pieces and attached tissue. For 2 years my health was better and my epstein barr symptoms and autoimmune symptoms improved. Then the cycle began again, chronic fatigue, breast pain, migraines, intestinal disorders, small intestinal bacterial overgrowth, I continue to develop sensitivities to food; almost weekly I begin having new food sensitivities. I have developed a rash over a large portion of my body for no known reason for the past 2.5 years. My vision is getting worse dramatically and quickly. My hair is falling out. My fingers and all joints hurt and it is difficult to get dressed, many days my kids have to help me. I developed severe back pain and had to get epidural pain injections every 3 months. I have gained about 20 lbs and cannot lose it despite not being able to eat more than about 8 foods. It hurts to put my feet on the floor to walk, to get up from a chair or out of bed. I have depression and anxiety. I have swollen lymph nodes in my neck and axillary. The list goes on. These implants are toxic and deadly. Impaired activities of daily. FDA safety report ID# (B)(4).